Event description:
On (B)(6) 2012 the reporter contacted animas corporation alleging that the keypad buttons have become increasingly difficult to press for a response over a two week period. The reporter stated that pressing the bolus button would activate the contrast features. No information was given regarding pump condition. The reporter stated the pump was worn in a pocket and the pump is not cleaned. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the up and down arrow buttons respond intermittently and the keypad is torn. The keypad was removed and contamination was found under all button contacts. Unrelated to this complaint, the display lens was cracked around perimeter.